Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . On 09-may-2024, it was reported by the patient that two infusion set tubing was detached. No further information was available.

Manufacturer narrative:
Initial and final MDR 1883466- MDR 8021545-2024-00928- device 1 of 2. E1: patient city: (B)(6). Patient country: united states.